Event description:
Patient reported, via diagnostic testing, right-side "pain", "scattered fibro-glandular tissue," and "axillary lymph nodes [¿] appearing slightly more prominent on the" contra-lateral side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "axillary lymph nodes [¿] appearing slightly more prominent on the" contra-lateral side.